Manufacturer narrative:
Reported complaint of "platform prompted user advisory 12 (lifeband not present) was not confirmed. However, it was logged in the archive file. Service inspected and verified the two lifeband's screws for the clip reset switch, which hold the lever parallel to the switch case are torqued to specification. Using standard belt clip tool, service verified the lifeband switch closes properly. Service preformed the lifeband clip detect switch inspection and manufacturing set mode, as well as system test.

Event description:
It was reported that during demonstrations and when the platform was paused and then re-started, the platform prompted user advisory 12 (lifeband not present) and instructed the user to re-install the lifeband. This issue did not occur in every case, but it happened often. There was no patient involvement reported.